Event description:
Customer reports via phone, we would like to complain about the syringe barrel not being clear. We can not clearly see contrast, saline levels and possible air bubbles. Customer reports they have experienced an air injection. A (B)(6) male having a CT abdomen/pelvis with contrast for pain. Optiray 320 (no product info available) was loaded into an empty disposable syringe. Injection protocol; 2ml/second for 80ml volume contrast, 2ml/second for 20ml saline. Pt tolerated procedure fine. Radiologist noted approximately 5ml air on the images. Pt observed in the ICU overnight, with no further adverse event noted. Pt is fine.

Manufacturer narrative:
Root cause identified: defect not confirmed. Conclusions: device history record for final product was reviewed and there were no non conformance reports during the manufacturing of this lot number. Device history record from mold was reviewed and no discrepancies were found. According to specifications, part must be transparent within the limits of the material properties, no streaking non-homogenous imperfection or other visual irregularities allowed. Defect could not be confirmed since no sample was received for eval. Corrective actions: no corrective actions will be applied. A search of the complaint tracking system on this lot number reveals we have received no customer reported issues of any nature. A search of cts for the dates of (B)(4), 2007 thru (B)(4), 2009 and product code 844016 revealed we have received no similar customer reported issues.